Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 24-mar-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer had performed additional blood tests using the true metrix air meter (did not disclose results). Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for error message (e-0). During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix air meter; customer was concerned with the result obtained. The customer¿s expected am fasting blood glucose test result range is 150-200mg/dl. The customer reported symptoms of increased thirst and urination; medical attention was not needed at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/30/2022 and test strips were opened 3-4 weeks prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.